Manufacturer narrative:
It was reported that a patient underwent a total knee replacement revision where it was discovered that the tibial component was found to be loose, having debonded at the cement interface. The femoral component was also noted to be aligned in a moderate degree of valgus. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a patient underwent a total knee replacement revision where it was discovered that the tibial component was found to be loose, having debonded at the cement interface. The femoral component was also noted to be aligned in a moderate degree of valgus.